Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received failed battery test alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that he was changing his infusion set and sensor and would want to get out of the warm-up process, he removed and reinserted the battery and received the failed battery test alarm. No troubleshooting was performed due to customer will find a new battery to use and will call back if the issue persists. Advised customer that he must insert the new battery into the insulin pump and then clear the failed battery test alarm. Also advised customer on how to exit the warm-up period on his insulin pump. No insulin pump is expected to return for analysis.